Manufacturer narrative:
Additional narrative: device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned products confirmed the tip of the inserter broke off inside the hole of the stem. The impaction forces exceeded the strength of the inserter likely due to impacting to hard bone. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Intraoperatively instrument's tip broke.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the provided photographs could not determine if the tip broke off. However, previous investigations found similar reports for the tips breaking off that are attributed to misuse; the internal threaded inserters were used without the outer guard component which protects the threaded inserter. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.